Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement. During the lv lead replacement procedure, it was noted the right ventricular (rv) lead exhibited "not optimal" parameters. After some attempts to reposition the rv lead, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.